Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. Additional information indicates that there was no rv capture at maximum output and pain with rv pacing. The physician determined the lead to be dislodged through fluoroscopy. The rv lead was explanted and replaced. No additional adverse patient effects were reported.